Event description:
Boston scientific received information that this pacemaker dependent patient was in the hospital for an unspecified reason. A boston scientific sales representative was contacted for device evaluation. Pacing at 130 ppm was observed during an approximate one hour procedure. The caller programmed off rate response (rr) and the high rate pacing was eliminated. No adverse patient effects were reported.

Manufacturer narrative:
A boston scientific technical services consultant discussed the clinical observations with the caller and stated this issues were most likely due to an interaction between the minute ventilation (mv) feature and the hospital monitoring equipment. No other adverse events have been reported. This product issue will be updated if additional information is received.